Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the lot/serial number and sample were not provided by the customer. Not enough information was provided from the account to properly complete an investigation. The root cause cannot be determined at this time. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. The surgeon was unwilling to provide further information. (B)(4).

Event description:
A surgeon reported that the day following intraocular lens (iol) implant surgery, a patient developed corneal edema. The corneal edema resolved within five days. An unapproved viscoelastic was used during the procedure. The surgeon was unwilling to provide further information.